Event description:
Complainant alleged that during a second attempt to defribrillate a patient, the device displayed a "defib fault 80" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.